Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59v1e. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the surgery was delayed about one hour. Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain.

Event description:
It was reported: no staple. During the endoscopic rectal surgery, when severing the rectum, after fired, noted no staple. Another device was used to complete the surgery. The patient is stable and in the hospital now. The surgery delayed about 1 hour.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/22/2019. Batch # r59v1e. Photo evaluation summary: upon visual inspection of three photos, the following were observed: the first photo appears to be a breakaway washer in two pieces with tissue inside a bag. However, the quality of the photo is not clear. The second photo shows a cdh29a device from front view. Tissue is noted on the anvil and half washer between tissue. Also, the safety is disengaged. The third photo shows the anvil area with casing washer half between tissue and the other half placed in the anvil. No staples are noted on the tissue. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information was requested and the following was obtained: it was reported that the surgery was delayed about one hour. Was there any patient consequence as a result of the procedure being prolonged? As 1st anastomosis failed, the tissue was too short, so it took much more time to do 2nd anastomosis was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. Poor healing of surgical wound; upgrade antibiotics, regular dressing change what is the current status of the patient? Stable and left from hospital attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can more information be provided on the poor healing of surgical wound, upgrade antibiotics, and regular dressing change? Was there any change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: can more information be provided on the poor healing of surgical wound, upgrade antibiotics, and regular dressing change? No. Was there any change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? Unk